Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during a stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a fistula following sleeve surgery. The lesion was located on the "z line" in the esophagus. The patient anatomy was not noted to be tortuous and the lesion was not dilated prior to stent placement. During the procedure, the stent system was positioned at the target site. However, the stent was very difficult to release. The deployment thread was almost completely withdrawn but only approximately 1cm of the stent deployed. When additional force was applied, the thread broke. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex stent system of different type. There were no patient complications as a result of this event.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The reported event of stent deployment issue (partial deployment). The reported event of deployment suture broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 37mm. The deployment suture had broken at approximately 750mm from its point of release. A microscopic examination of the suture noted that it appeared frayed at the point of break. The pullring was not returned. During a functional evaluation, it was possible to retract the remainder of the deployment suture and deploy the stent without issue. No issues were noted with the deployed stent or the shaft of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. The dfu states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex covered esophageal and the esophageal ng stent system are also both indicated for occlusion of concurrent esophageal fistulas." However, the complaint states that the device was intended to be used to treat a fistula following sleeve surgery. The most probable root cause classification is user/use error.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during a stenting procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a fistula following sleeve surgery. The lesion was located on the "z line" in the esophagus. The patient anatomy was not noted to be tortuous and the lesion was not dilated prior to stent placement. During the procedure, the stent system was positioned at the target site. However, the stent was very difficult to release. The deployment thread was almost completely withdrawn but only approximately 1cm of the stent deployed. When additional force was applied, the thread broke. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex stent system of different type. There were no patient complications as a result of this event.